Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge, and reloading same cartridge did not resolve issue. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove pump from case, clean pump connection area, and load new cartridge, but customer did not have new cartridge at time of call and later declined assistance and continued using old cartridge despite being advised not to do so, after which case was closed by technical support.